Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of abdominal pain and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unknown date in 2011, the patient experienced peritonitis which resulted in hospitalization on (B)(6) 2011. On an unreported date, therapy with dianeal pd4 ambuflex and dianeal pd4 ultrabag was withdrawn. Concomitant medications were not reported. The reporter did not provide an assessment of causality. Follow-up information was received from a nurse: on an unreported date, the patient experienced abdominal pain. The nurse clarified that on (B)(6) 2011, the patient was hospitalized due to abdominal pain and not due to peritonitis as reported by the consumer. On (B)(6) 2011, an unspecified analysis of the pd fluid was performed and the results were not available. On an unreported date, the pd catheter was removed and the patient was placed on hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the abdominal pain and peritonitis. The nurse stated that the events abdominal pain and peritonitis were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e01053, h11d11030, and h11c22021 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.